Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) system had experienced bacterial infection and passed away. Subsequently, the system was explanted. No additional adverse patient effects were reported.